Event description:
The pump/drive unit was explanted one day post implant after the pump output was observed to fall to zero. The pump could not be satisfactorily restarted despite comprehensive troubleshooting. The patient's arterial blood pressure had initially dropped at the same time, but it was restored and maintained with volume administration and adjustment to intravenous re-operation and showed no adverse effects.